Event description:
It was reported that the pins can`t hold anymore.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual and functional inspections performed as part of the mar, noted that the locking spring was missing from the device. They confirmed that the headless pin driver was unable to securely hold a headless pin. The material analysis concluded: ¿..without the locking spring, the device will not function properly. No material or manufacturing defects were observed on the device features evaluated.¿ it is likely that incomplete engagement between pin and the driver prior to rotation led to spring disassociation. The reported device is 100% inspected per the inspection guide sheet. Device history records denote that the device was manufactured to specifications, indicating the spring was assembled with the device. The investigation indicates the event is not device related. The reported event regarding a headless pin driver not being able to hold the pin was confirmed.

Manufacturer narrative:
Supplement report will be submitted upon completion of the investigation.

Event description:
It was reported that the pins can`t hold anymore.